Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction biopsy forcep would not go past the crushed area is component failure. Based on the results of the investigation, the most probable cause of malfunction identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the service technician observed white residue on the channel and cylinder, and biopsy forcep would not go past the crushed area. There was no patient involvement.